Event description:
The service report shows an audio alarm failure. The nellcor puritan-bennett customer support engineer (npb cse) verified the condition. The npb cse inspected the device and reattached the alarm's wire connector. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.